Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 8/7/2014 - medical records received. Upon revision, a small amount of fluid, a grayish discoloration of tissue and a femoral neck fracture were noted. The information received does not change the MDR decision. This complaint was updated on: 08/21/2014.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allete the patient was injured by excessive levels of chromium. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is resident of (B)(6). Update: (B)(6) 2014 der received. Additional reasons for revision pain and stem loosening. Added product pages surgeon - (B)(6). Dor (B)(6) 2014. Hospital (B)(6).